Event description:
A patient underwent a port placement procedure, on (B)(6) 2025, during flushing of the port for the next chemotherapy cycle in patient (B)(6), infusion flow was obstructed after syringe insertion, it was observed that swelling and protrusion in the right anterior chest area. Port catheter dislodgement was suspected, and a chest x-ray confirmed migration of the catheter into the pulmonary artery and right heart, posing risks of pulmonary artery embolism, rupture, hemorrhage, cardiac injury, and arrhythmia. An urgent vascular surgery consultation was requested, and elective interventional retrieval of the catheter is planned. Current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported obstruction of flow, migration and disconnection issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, device, component, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure, on (B)(6) 2025, during flushing of the port for the next chemotherapy cycle in patient (B)(6), infusion flow was obstructed after syringe insertion, it was observed that swelling and protrusion in the right anterior chest area. Port catheter dislodgement was suspected, and a chest x-ray confirmed migration of the catheter into the pulmonary artery and right heart, posing risks of pulmonary artery embolism, rupture, hemorrhage, cardiac injury, and arrhythmia. An urgent vascular surgery consultation was requested, and elective interventional retrieval of the catheter is planned. Current status of the patient is unknown.